Event description:
Customer reports infusion of vancomycin went in too quickly. Event occurred on obstetric unit. There was no report of patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results should the product be received for evaluation.